Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test, but she resolved the issue during troubleshooting. The patient then mentioned that her act button would get stuck and would not activate until a few seconds after the button was pushed. The patient's blood glucose at the time of incident is unknown; however, her blood glucose was in the 400 mg/dl range during the failed battery test issue. Troubleshooting was declined for the high blood glucose. In regards to the keypad anomaly, the customer stated that the insulin pump may have possibly fallen down but she was unsure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.